Event description:
It was reported that the patient had an overstimulation sensation which occurred after an overdischarge recovery. The patient performed two physician recharge modes (at home) and when he attempted to turn stimulation on, he received a stimulation sensation greater than he was accustomed to. The patient was unable to turn the device off. He believed he had an overdischarge last year. Subsequent information received reported that there was diagnostics performed and found impedances high on two electrodes, which was true in the past and not new. The cause of the por (power on reset) was due to negligent recharging. The intervention taken consisted of the manufacturer representative meeting with the patient and cleared the por with the clinician programmer. The patient was doing well with stimulation working and charging.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).